Event description:
The report from the affiliate indicated that: the pt underwent an emergent procedure due to acute mi. The target vessel was the 3.5mm non-tortuous proximal to mid rca. The 20mm, de novo, eccentric, type b2 lesion was non-calcified, but had pre-existing clot. Pre-dilatation was conducted with a balloon (3.0/20mm) at 12atm for 20 seconds. A cypher (3.0/28mm) was implanted at 20atm for 30 seconds. A second cypher (3.5/23mm) was implanted at 20 atm for 30 seconds. The two cyphers were overlapping each other. Fifiteen days later, st elevation was confirmed while pt was still hospitalized. Cag was conducted and thrombus was observed within the implanted 3.0x28mm cypher at the mid rca and distally. To treat the thrombus, aspiration and poba were conducted with a balloon (3.5/15mm). An additional cypher (3.0/23mm) was implanted distal to the mid rca cypher, overlapping it. Post-dilation was conducted with a balloon (3.5/20mm) at 25atm for 20 seconds. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not conducted. Intraprocedure meds were aspirin 100mg, heparin 10,000 units, ticlid 200mg/day. Reporter confirmed thrombus was in the 3.0x18mm cypher only, and that the patient was not taking any preprocedure medications.